Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 95% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: product ID: 6947, implantable tachy lead, implanted: (B)(6) 2006; product ID: 5076, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the physician was unable to remove the superior vena cava (svc) portion of the right ventricular (rv) lead from the header block of the device. The screw driver would not engage. The svc portion of the lead was cut and capped, and the lead was reused in a replacement device with a pin plug inserted in the svc port of the new device. No patient complications have been reported as a result of this event.